Manufacturer narrative:
The eversense sensor was successfully removed during the additional removal attempt. Onclusion code updated to 4310.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2019, senseonics was made aware of an instance where the physician could not remove the eversense sensor on the second attempt. The patient was asked to revisit the clinic for an additional removal attempt.